Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
A 42 year old male was supported with an impella cp pump placed on (B)(6) 2026 at 7:30 pm via right femoral arterial percutaneous access for the indication of acute myocardial infarction and cardiogenic shock. During support, the patient developed signs of hemolysis, evidenced clinically by red colored urine and lab values pending. Hemolysis is a known event in the instruction for use (IFU). Based on the available information, the reported hemolysis appears to have been associated with suspected malposition and high pump flows, as symptoms improved after repositioning and flow reduction. The patient survived to explant.

Manufacturer narrative:
Mechanical interaction with blood/hemolysis: the cause of the hemolysis issue could not be determined without the returned product for investigation and sufficient clinical details, including data log. Device in wrong position: the cause of the position issue could not be determined without the returned product for investigation and sufficient clinical details, including data log.